Event description:
It was reported that complications occurred while using the device causing the surgery time to extend an additional 90-120 minutes. The surgery was completed without any further incident.